Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation procedure with a vizigo sheath for which biosense webster¿s product analysis lab (pal) identified the tip of the sheath torn, exposing the internal liner. Tip damaged. Before the procedure, the tip of the inner sheath of device had been frayed (no wire exposed) before entering the patient¿s body. A second device was used to complete the procedure. There was no adverse event reported on the patient. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on (B)(6) 2026, the tip of the sheath was observed to be torn, exposing the internal liner and it was also observed that the dilator was bent. The event was originally considered non-reportable, however, bwi became aware of the tip of the sheath torn, exposing the internal liner on (B)(6) 2026 and have assessed this returned condition as reportable.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). The device evaluation details. The carto vizigo sheath device was returned to johnson & johnson medtech (j&j) for evaluation on (B)(6) 2026. Visual inspection was performed following j&j procedures. A visual inspection was performed, during which the tip of the sheath was observed to be torn, exposing the internal liner and it was also observed the dilator bent. A device history record evaluation was performed for the finished device, and no internal actions related to the complaint was found during the review. The complaint was confirmed due to the bent dilator and the damage observed on the tip of the shaft as it could be related to the issue reported by the customer. The potential cause of the tip broken and dilator bent cannot be determined. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: -investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the customer¿s reported ¿tip of the inner sheath of device had been frayed (no wire exposed)¿ issue. In addition, biosense webster inc. Analysis finding of the ¿tip of the sheath was observed to be torn, exposing the internal liner¿. -investigation findings: stress problem identified (c0706) / investigation conclusions: cause not established (d15) / component code: guide (g04061) were selected as related to the customer¿s reported ¿tip of the inner sheath of device had been frayed (no wire exposed)¿. In addition, biosense webster inc. Analysis finding of the ¿dilator bent¿. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).